Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by patient "my sister in law in a nurse that uses the safe step port access needles for patients getting infusions at a clinic. She said that the tubing coming out cracks and breaks causing lots of issues with the infusion treatment. The medicine leaks when the tubing cracks and they have to put a new one in causing stress and pain."